Event description:
It was reported that the drive support cap was damaged and insulin squirted out even when they are not touching the insulin pump. Troubleshooting was declined as caller stated that the customer has been on shots for a while and is doing much better with shots then with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.